Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.

Event description:
It was reported that during the procedure, the picture was lost completely from the lens camera stack and it was completely black. A backup device was available to complete the procedure with no significant delay or patient injuries.